Manufacturer narrative:
Device has not yet been received for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation sleeve melted. The user facility reported that the procedure was completed successfully without a clinically significant delay, and that there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow up being submitted for additional information. Device not available for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation sleeve melted. The user facility reported that the procedure was completed successfully without a clinically significant delay, and that there were no adverse consequences or medical intervention.